Event description:
It was reported that the ilet bionic pancreas fell from its case while the user bent to tie a shoe, resulting in a cracked screen with display lines and loss of function; the user transitioned to backup therapy without interruption and reported a blood glucose of 147 mg/dl. Symptoms included no hypoglycemia, no hyperglycemia, and no injury. Outcomes included no need for medical or surgical intervention and no hospitalization. Investigation included review of the event description and return and replacement logistics. Investigation of this device revealed physical damage to the device¿s display assembly consistent with user-induced impact, resulting in a nonfunctional screen and inability to operate the device. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to accidental drop.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.